Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far p oversensing on the right ventricular (rv) lead due to possible rv lead dislodgement. No changes or intervention were performed. The patient condition was not known.